Event description:
It was reported that during reprocessing the da vinci si surgical thoracic grasper instrument was noted to have a cut in the insulation on the shaft of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .100 x .080 piece missing roughly 4 above the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.